Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Lot/serial unknown. Device manufacture date: the device manufacture date was unavailable. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: lot/serial unknown. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device broke apart at the weld points while impacting the cup. It was reported that the user removed the remaining insert by simply rotating out the device with pliers. It was reported that there was a one-minute delay in the procedure due to the event. It was reported that all pieces were removed, and the event did affect the outcome of the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.